Event description:
The patient alleged that the buttons had to be pressed several times before the pump would respond.

Manufacturer narrative:
The device was returned to animas and found to have all keypad buttons intermittently responding. The keypad was removed and adhesive was observed under button contacts. Contamination was observed under buttons during investigation.